Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported to the manufacturer's representative by the physician that the patient died one day post device system implant. The causes of death and circumstances regarding the death have been requested and will not be received.